Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to suspected vegetation on leads. The physician intends to remove the system and install a dual-chamber pacemaker to address atrial fibrillation, with plans to set ventricular backup pacing at 40 beats per minute. Additional information indicated that the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This ICD remains in service.